Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end assy with ccd module. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the mecha base plate fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the mecha base plate corroded, the lg cable connector corroded, the operation channel cut, the distal body worn out, the light guide fiber bundle (lcb) defective, and the insertion flexible tube (ift) bump ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).